Event description:
It was reported that following a factory reset of the ilet, the user announced a breakfast meal and experienced elevated blood glucose readings of 400 mg/dl for several hours before returning to target, with the agent advising that the system would require time to acclimate post-reset. Customer care provided assistance that included telephone troubleshooting and user education over the phone. Investigation of this case revealed no device malfunction identified and normal device behavior during post-reset adaptation. No symptoms associated with hyperglycemia reported. Outcomes included no injury and resolution to in-range glucose after system-guided correction. It was concluded that the event was consistent with hyperglycemia of unclear cause following a recent reset, with the device functioning as designed and glucose returning to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.